Event description:
It was reported that the nav-ring was responding poorly. Not in use, no patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The defective front bezel was returned for failure analysis. Previous investigations have identified that navigation ring failures were due to liquid ingress.

Manufacturer narrative:
The service engineer (se) confirmed that the navigation ring was unresponsive. The se replaced the front bezel to resolve the issue. The device was checked overall, cleaned, run in tests, and functionally tested.